Manufacturer narrative:
The coil was stretched 6.0 cm. As viewed through the sheath, the coil has been severely damaged with stretching distally and compression and buckling proximally. An unknown clear liquid is observed inside the sheath. No liquids are used in the manufacture of this product. An unknown clear liquid was found under the outer sheath surrounding the resistive heating coil. No liquids are used in the manufacture of this product. The ball tip was found 24.0 cm off the distal tip of the green introducer. Located adjacent to the ball tip, the coil has been severely kinked and stretched with the stretch resistant suture severed from the ball tip. This type of damage is normally associated with the coil becoming anchored or by a fast retraction during coil inspection when the coil becomes temporarily anchored on the distal tip of the green introducer. This is supported by the distal tip of the green introducer with material being pulled down inside the inner lumen and the material removed from the outside side wall. The coil was returned severely damaged. The most likely root cause of the coil unable to be advanced out of the introducer sheath was due to coil damage. The evidence strongly suggests that the coil was damaged during retraction into the introducer sheath. How and where this damage occurred cannot be determined. As there is no evidence of a manufacturing issue, no corrective action will be taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The device was removed from sterile packaging. A brief check showed that coil would not come out of the introducer sheath. On (B)(4) 2011, failure analysis found that the coil has been severely damaged with stretching distally and compression and buckling/kinking proximally.